Event description:
A malfunction alarm occurred with no notable events taking place before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer switched to multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery, and technical support arranged for a replacement pump to be sent.